Manufacturer narrative:
Proteinaceous debris was found on the exterior of the valve. The valve was patent, but did not meet the requirements for siphon, reflux, and leak testing due to a tear in the top of the delta chamber. The valve met specs for all pressure-flow and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that, during the surgery, when the doctor was performing the pre-implantation tests, he allegedly found the valve leaking.